Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73g1800294 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the procedure using the device had no problem at first. After a certain point, the clips were not loaded into the applier so that the jaws were not open. Another unit was used. No clips fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The sample was also returned with its rotation tab bent. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. At this time, it was noticed that the next clip was out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the device. Another attempt was made with the same result. No clip was in the next position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. Only the indicator clip was remaining in the channel. The misloading of clips, clips being out of position in the channel, and the bent rotation tab are all indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading" was confirmed based upon the sample received. One device was returned with its rotation tab bent. The device was received with 3 clips remaining, including the partially loaded clip, indicating that 12 clips were fired by the end user. Upon functional inspection, the clips were unable to load properly. The misloading of the clips, clips being out of position in the first slot in the channel, and the bent rotation tab are all indications that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the procedure using the device had no problem at first. After a certain point, the clips were not loaded into the applier so that the jaws were not open. Another unit was used. No clips fell in the patient.